Event description:
On (B)(6), 2010, the doctor indicated that a tgs uka pt (B)(4) was scheduled for conversion to a total knee on wednesday (B)(6) 2010 for persistent pain. He indicated that this is due to a loose tibial component, and that there was no tibial collapse and some bone remodeling. The original surgery date was (B)(6) 2010. Conversion to a total knee on (B)(6)2010 was uneventful.

Manufacturer narrative:
Additional: catalog# t 100025, lot# t 0904007, tibial exp. Date: 05/01/2011. (B)(4) 2009. Product was not returned for evaluation. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or additional information received, the investigation may be re-opened.